Event description:
During initial sponge count prior to start of or surgical procedure it was noted that the kendall curity disposable laparotomy sponge package had 6 laparotomy sponges noted within a package labeled as 5 laparotomy sponges.